Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had button error alarm. The customer¿s blood glucose level was 10.8 mmol/l. Customer reported that the buttons still not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive keypad due to moisture damage on the electronic assembly and corroded keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.